Event description:
A distributor contacted baxter (B)(4) regarding a leak with a minicap transfer set. The distributor reported that the transfer set leaked dialysis fluid when the minicap had been removed and the transfer set was still closed. This incident was during use of the product. There was patient involvement. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is confirmed because evaluation of the returned sample observed that the occluder feet were broken. Visual inspection performed with no issues noted. A leak test performed confirmed the issue of broken occluder feet. The cause for the broken occluder feet issue could not be determined based on the information available. Batch review results were acceptable for the lot number h11g25033.